Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported leak were able to be confirmed. Additionally a wrinkled outer member was noted on the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced interaction with the moderately calcified, mildly tortuous anatomy and/or interaction with other devices resulted in the noted wrinkled outer member. As the compromised device was attempted to be inflated, a leak was noted at the location of the wrinkled outer member and the inflation issue was confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the inflation device was taken to nominal pressure when it was noted that the xience prime delivery system failed to inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x18 mm xience prime stent delivery system was advanced to the moderately calcified, mildly tortuous left anterior descending coronary artery, but the balloon failed to inflate. When negative pressure was applied, blood entered the inflation device. The device was removed without reported issue and another xience prime was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.